Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va071ff, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 15-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿¿the doctor had a hard time finding the exact placement for the lead. They were conscious for the procedure and they said the numbing agent didn't work. They stated about a month after implant they noticed involuntary toe curling. They also noticed the device was helping with bladder, but not so much with bowel. They stated the issue was resolved.